Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction

Event description:
Reported as: a patient with the lap-band system was reported to have "intermittent vomiting."

Manufacturer narrative:
Taper ii. Supplement #1 - medwatch submitted to the FDA on 07/jun/2018. Additional information: device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Yellow particles were present on the port base. White particles were noted on the inner and outer surfaces of the band shell. An air leak test was performed and the device was noted to be leaking from the separation near the shell-belt junction. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, non-penetrating nicks were observed on the port housing and port septum. Material degradation was noted to be covering approximately twenty-five percent of the band ring and sixty percent of the band shell. Both ends of the partial separation on the buckle, approximately .36 inches in length, were noted to have striated edges, consistent with damage from a surgical tool. Both ends of the separated portion of the band, approximately 4.2 inches from the buckle, were noted to have striated edges, consistent with damage from a surgical tool. The end of the port tubing was noted to have striated edges, consistent with damage from a surgical end cut to remove the device.